Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at nearly 18 atmospheres during increasing pressure for less than 30 seconds, the balloon ruptured. The procedure was completed with different device. There were no patients complications nor injuries reported.